Event description:
Revision surgery - per the patient, she was experiencing severe pain, tiredness and shortness or breath prior to the revision surgery. She said she had elevated cobalt and chromium levels and debris at the cup. The investigation was initiated by the patient. The part was returned to djo on (B)(6) 2015 without a return material authorization (RMA) number; the number was assigned and the RMA was completed. The part was routed to distribution services (ds) for decontamination on (B)(6) 2015.

Manufacturer narrative:
This investigation is limited in scope because the only djo product among the explanted components is the modular femoral neck. The reason for this revision surgery was the patient complained of severe pain, tiredness, and shortness of breath. The patient also had elevated serum cobalt and chromium levels, and debris near the acetabular cup. The patient's johnson & johnson (j&j) "adept" femoral head and perhaps some of the all-metal acetabular components were removed, and replaced with ceramic components. The djo r120 stem could not be removed and was left in the patient. The djo modular femoral neck was the only component returned to djo surgical for analysis on 29 jan 2015. The implant was in the patient for 4.5 years prior to revision. At the time of the revision surgery, the patient's weight was reported as (B)(6). The patient's age was not reported. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). A visual examination of the returned modular femoral neck, at 10x magnification with fiber optic lighting, finds the component to be in very good condition. The large taper feature that interfaces with the femoral head is pristine, and the cerasiv thread on its surface is intact. The body and scallop features (used for rotational clocking) of the part are also very clean and free of any damage. The small taper that interfaces with the r120 femoral stem is in generally good condition, but there is some evidence of fretting wear and burnishing on the small tapered surface. Overall this is minor and not accompanied by any notable fretting corrosion. It seems unlikely that the wear on this taper is the root cause of the patient's elevated cobalt and chromium levels, or other symptoms. A definitive root cause cannot be determined. It is believed that the modular femoral neck was simply firmly attached to the j&j femoral head when it was removed, so it was replaced along with the other explanted j&j components. It is more likely that the patient's symptoms were the result of a problem with the j&j components. The j&j "adept" modular head sold in the australian market was the subject of a voluntary recall in 2013 for a higher than expected revision rate, as determined by national joint replacement registry data. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Routed to ds for decontamination.